Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise over-sensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.